Manufacturer narrative:
Device was used for treatment not diagnosis. The device was not returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received. Placeholder.

Event description:
It was reported that the initial surgery plan was to leave the original plate in patient to clean and bone graft the non-union. However; the surgeon did not like the bone alignment so the plate and screws were removed and the bone was re-aligned and put on another plate of the same design, the bone grafted. The surgeon said the plate was not the problem of the non-union. One broken 5.0mm screw was left in the bone. This is report 1 of 3 for complaint# (B)(4).